Event description:
It is reported white spot on the needle.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E4. The initial reporter also notified the FDA on 06-feb-2026. Medwatch report is mw5183724.

Manufacturer narrative:
(B)(4) follow up for device evaluation a complaint was received reporting the presence of a white spot on the needle. To support the investigation, one sample with opened blister packaging was provided to the quality team for evaluation. A visual inspection of the sample identified an epoxy drip located approximately 5 16 inch from the top of the needle hub. No additional defects or irregularities were observed. This condition may occur as a result of a jam at the cannulator. A review of the device history record was conducted for material number 305197, lot 5315344. The review did not identify any quality issues detected during production that could be associated with the reported condition. No related quality notifications were identified, and all manufacturing processes and final inspections were confirmed to have met specification requirements. Verification of the cannulator was also performed, confirming that the settings were correct and product flow was consistent. To date, no additional similar complaints have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer reported condition has been confirmed.